Event description:
It was reported a patient had an initial left total knee arthroplasty. Subsequently, one (1) months later, the patient reported experiencing mild drainage, mild swelling and pain persists. Two (2) months post initial implantation, the patient presented with persisting drainage swelling and pain. The patient treatment plan was debridement of left knee, culture and sensitivity samples and antibiotics due to infection. The patient¿s outcome was last known as continuing. No additional information is available.

Manufacturer narrative:
D10: 5173997, category #: 02-020-13-0245 - truliant cr cem fem cr cem left sz 4.5, 4724743, category #: 200-07-35 - advanced patella 35 mm 3 peg implant, 5061516, category #: 02-022-45-4545 - truliant tib fit tray cem sz 4.5f/4.5t, category #: 02-022-51-4511 - truliant tib imp crc insert sz 4.5, 11 mm. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues; no device information was provided. The cause of the patient¿s infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.